Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the customer was skipping the air removal step when filling the cartridge and was using cold insulin. Tandem technical support educated customer to perform the air removal step when filling the cartridge and informed customer that insulin should be at room temperature before filling a cartridge per user guide. Customer changed pump supplies and resumed insulin therapy.